Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Product analysis: device remains implanted. No device will be returned for analysis. Conclusion: the device history record review is in process and once the review is complete a supplemental report will be submitted. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was noted with a short episode of 2nd degree heart block mobitz I that lasted 6 minutes. No treatment was given and the condition was resolved same day. No additional adverse patient effects have been reported. Medtronic received additional information that one day postoperative the patient developed right bundle branch block. No treatment given. Three days postoperative the patient developed complete heart block which subsequently a permanent pacemaker was implanted 5 days postoperative. No further adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.